Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.